Event description:
Patient had port catheter removed due to positive blood cultures and a tender incision site. The wound was angry and pus filled. The physician was trying to manipulate the port as little as possible during the removal dissection process. The patient learned a year later there was a small retained piece in the soft tissue of the pectoralis muscle. There are 3 pieces to the port catheter. The tubing, the hub mechanism, and the port itself. It was the hub mechanism that was retained. It was superficial and safely removed. The hub mechanism is not radiopaque.